Manufacturer narrative:
On 09/24/2015, a medtronic representative, following-up at the site, reported that there did not appear to be any substance that got outside while attaching the frame. The site said they initially attached the frame at a slight angle and began to tighten it. When it got tight, the site realized it was still somewhat loose and noted that it was on at a slight angle. At that point, the site backed out the screw and attempted to put it on straight. The threading was very tight so they applied mineral oil and secured it down firmly. They were accurate upon testing return requested. Replacement radiolucent frame mount arm shipped to site 09/24/2015. Medtronic investigation of returned suspect radiolucent frame mount arm finds that, as reported, a screw has been cross-threaded into the base damaging the threads. Mechanical failure. Screw cross-threaded. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 09/29/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software upgraded. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's radiolucent frame arm had become damaged. The site was in the process of switching to sterile and after, while screwing in the reference frame, a plastic substance was coming out and they had to re-screw the frame in. The frame held firmly in place and the surgeon proceeded with the surgery. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.